Event description:
In (B)(6), home monitoring showed 110 charges due to noise. When the pt came into the office on (B)(6) 2011, there was no telemetry possible with the device. The physician capped the rv lead and replaced the ICD. Should add'l info become available this report will be updated.